Event description:
Reportable based on device analysis completed on 06-oct-2021. It was reported that visualization issues occurred. The 85% stenosed, 18mm in length target lesion was located in the moderately tortuous and moderately calcified and 3.0mm in diameter left anterior descending artery. After balloon dilation and stent placement, the opticross imaging catheter was advanced for ultrasound examination of the target lesion but the image was extremely blurry. Multiple attempts of reconnecting and restarting but there still was no clear image. The procedure was completed without an intravascular ultrasound check. No patient complications were reported and patient status was stable. However, device analysis revealed the tip was cut.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. Microscopic inspection revealed that tip was observed cut.